Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder. Concomitant device(s): 320-36-00, 36mm humeral liner +0 unconstrained 320-10-00, equinoxe reverse tray adapter plate tray +0 320-31-36, glenosphere, 36mm 320-35-01, small glenoid plate.

Event description:
As reported, during the initial implant of the left tsa, this (B)(6) female patient experienced a humeral fracture, midshaft. Periprosthetic fracture when positioning stem. The case report form indicates this event is not related to devices and possibly related to procedure. This event report was received through clinical data collection activities. Actions taken: long stem and orif of humerus. The patient was discharged after 2 days. Patient has a history of dislocation and breast cancer.